Event description:
The manufacturer received information alleging a ventilator shutdown during use. The patient's blood oxygen saturation decreased to 72% the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.